Event description:
The following has been reported: biomed reported: "the bottom right valve pin is pushed in and will not release. Ivenix lvp (sn: (B)(6)) that has a problem with one of the valve pins. The bottom right pin is pushed in and won't release. I have attached the completed depot repair form." Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Upon return, the outlet pin was not able to fully extend. A cleaning was able to resolve the issue and the unit successfully performed a mock infusion. The loading pins also have contamination buildup so both the fva and loading pins lip seals will be replaced during repair. No additional damage was identified.